Manufacturer narrative:
Patient information not provided/unknown. (B)(4).

Event description:
The doctor indicated that when he opened up the blister package for the tsv4b10 implant, the reference inside was for a tsvt4b10 implant. The procedure was completed with another implant.

Manufacturer narrative:
Four tapered screw vent implants with full mtx surface texturing and microgrooves with attached mounts, two cover screws, and six peel and stick labels for tapered screw vent implants with mtx surfaces were returned for evaluation. The returned devices were confirmed to be tsvt4b10 implants based on measurements against the item drawing and visual examination. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were 4 additional related complaints for this product lot. These additional complaints are related to wrong product inside of packaging. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. Product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Hhe was initiated, and a recall of this product¿s lot under zfa2017-475. Probable causes for the reported event could be based in a packaging deficiency. As a result, a product recall was initiated to capture this problem under CAPA. Analysis of this lot determined the following root cause, ¿transfer trays carrying parts from one operation to the next did not have identification.¿ the complaint is considered confirmed based on this analysis. (B)(4).